Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the device was discarded by the customer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had been in overdischarge. The patient was unable to establish communication with the ins recharger (insr) or the programmer. It was noted that the patient charged three times a week while they slept. The rep stated that impedances were within normal limits. The rep reported that they performed a jumpstart, the power on reset (por) was cleared, and overdischarge recovery occurred today. The recharge parameters showed: ¿p1, 4.7v [volts], 420pw [pulse width], rate 60, 414 ohms --++; p2, 2.7v, 390pw, rate 60, 346ohms ++--.¿ the parameters showed recharge should occur every five days. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the ins was replaced. The ins was overdischarged when the rep met the patient pre-op. The patient opted to have the system replaced with a newer model. The impedances were noted to be within normal limits. No further complications were reported.